Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii-catheter defective/damaged. When reinserting an IV catheter into a patient, tearing the IV catheter revealed an abnormality.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received for further inspection, so the root cause of the missing of the shield and the bend in the needle cannot be confirmed. The plant will continue to track and trend such issues.

Event description:
No additional information.